Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure a plastic slivers stuck to the lens after implantation through a cartridge. There were no reported adverse patient complications resulting from this foreign body material, but time and effort and risk to remove the plastic slivers is required. There are five medical device reports associated with this event. This is 5 of 5. Additional information was requested.